Event description:
It was reported by the doctor that the posterior capsule border was not recognized correctly by the catalyse. This caused a capsule rapture , and during the surgery the cataract nucleus fell into the patient¿s eye. This led to a posterior vitrectomy surgery. Since then, the catalyse was working properly and no faults were reported. Through follow-up we learned that the patient outcome is unknown. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - first/given name: unknown, as information was requested but not provided section e1 - last name: unknown, as information was requested but not provided section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number:(B)(6). Section h3 - other (81): the catalys was not evaluated. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: retained (dropped) lens (nucleus) fragments attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.